Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. At the conclusion of the index procedure a type ia endoleak was noted and the physician resolved the endoleak by placing a palmaz stent. The patient returned for a routine follow-up where a potential type iiib endoleak was observed at the distal portion of the palmaz stent. Physician suspects that the distal end of the palmaz stent breached the graft wall. A re-intervention is planned, however, a date has yet to be scheduled. The patient is asymptomatic and as of the date of this report, there have been no further patient sequelae reported.

Manufacturer narrative:
Based on a review of the limited imaging received for evaluation, the reported compromised aortic body stent graft integrity and intraoperative type iiib endoleak was likely due to a user error. Based on a review of the imaging, the type iiib endoleak was likely due to a graft perforation at the bottom end of the non-endologix balloon expandable palmaz stent which is identical in location to the areas seen on the completion angiogram. Manipulation of the non- endologix palmaz balloon expandable stent within the aortic body stent graft likely contributed to the event. Aneurysm sac growth could not be determined with the limited information available for review. The procedure related harms identified were small left groin seroma. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.